Event description:
Had breast implants put in 4.5 years ago. Two years in, I started having mysterious symptoms, vertigo, rashes, brain fog, severe anxiety. Chest pains like I was having a heart attack, visit to hospital, only to find out perfectly healthy. Severe lethargy, I am an avid runner and triathlete, and now I hardly workout at all, no energy. I have constant neck and shoulder pain, I also feel like I have fibromyalgia, constant joint pain. I was diagnosed before implants with hypothyroid and hashimoto¿s, and finding out now I should never have been a candidate for implants. My plastic surgeon never told me that. He also told me I don¿t have to replace them when asked how long until I have to replace them. All lies. He brushed me off the 2 times I tried to tell him of my symptoms, told me I have a better chance of getting struck by lightning than coming down with anything, and I should do my homework. Well I did and I know he gets a kickback from big pharma, so of course he is going to lie. I have the most toxic implants, allergan textured gummy bear silicone. They are toxic ¿profanity¿ and do not belong in anyone. Why are they still making them and using them in the u.s. Is beyond me. How do they allow this? They are banned in europe and (B)(6). It¿s a shame that thousands of women are suffering and many do not have the means to explant. Big pharma needs to be held accountable for their toxic products and deception. It¿s all about money and greed. Sad.